Event description:
Reporter alleged the customer tried testing on the advantage device, but it did not have power that morning. Reporter stated the customer became disoriented, could not talk, and she could not use the device because of the power concern, so she called an ambulance. Reporter stated the emts obtained a 30 mg/dl result on their device and gave the customer a glucose shot and IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.